Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection and perforation occurred. The target lesion was 60-70% stenotic and was located in the right coronary artery (rca). The physician used a 7fr introducer sheath, 7fr guide catheter and a runthrough guide wire to access the lesion. The runthrough guide wire was exchanged for a csi viperwire guide wire using a 1.2mm over the wire balloon catheter. A csi orbital atherectomy device (oad) was loaded onto the guide wire and the physician performed three runs at low speed. During the final run, the guide catheter advanced distally into the proximal-to-mid rca. The oad was retracted back proximally and guide catheter was repositioned. At this point, angiography revealed a dissection and perforation in the rca. The oad was removed and a 3.5x20mm balloon was advanced into the patient and inflated to resolve the dissection and perforation. The physician then deployed a stent across the lesion and completed the procedure. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.